Event description:
During the procedure, the physician discovered that the guide wire was lodged inside the insertion needle and could neither be advanced nor removed. The physician completely removed the needle, and guidewire, from the patient and reinserted a new device at a new location. After the guide wire was removed, it was determined that the wire had unraveled inside of the introducer. Injury to the patient was delay in the procedure and an additional stick.